Event description:
A customer went to bed with a blood glucose of 78 mg/dl and "2 to 3 hrs later woke up with a high" blood glucose (>500 mg/dl). She went to the emergency room and was admitted to the hospital due to dka. This occurred sometime during the end of (B)(6) 2011, but the exact date is unk - she did not report this incident right away. The customer did not provide any further blood glucose history or info regarding the hospitalization (e.g., length of stay or treatment). She reported the "pod was working fine" and "wasn't aware if the cannula had slipped out of her skin or no [and unsure] if there was wetness or smell of insulin" to indicate any leakage. She reported "feeling very sick". The pod was discarded at the hospital and therefore will not be returned for eval.

Manufacturer narrative:
The product was not returned for eval - we are unable to determine any malfunction that would have caused or contributed to the customer's "high" blood glucose and resulting. The omnipod user's guide provides detailed instructions on how to treat dka. It states that after one has begun treating for high blood glucose users need to check for ketones' if ketones are negative or trace, then it advises to continue treating for high blood glucose; if ketones are present and the person feels ill then users should seek hcp guidance; if ketones are present but one is not feeling ill then it suggests to treat just like one would for hyperglycemia (replace the pod using a new vial of insulin). In two hrs if blood glucose has not decreased then users should contact their hcp immediately. We have no info on whether or not the customer attempted to treat her dka prior to going to the ER, also we do not know if ketones were present at the time of her blood glucose read "high." A lot number was not provided, we are therefore unable to review the qualification records.